Event description:
Multiple patient samples with discrepant sodium results, only the following example was provided: initial result 127 mmol/l, repeat 137 mmol/l. The initial result was reported. No info provided to determine if results were used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.